Event description:
It was reported to philips that the rotation movement of the joystick is not functioning on the console, which can impact geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the planned treatment. The procedure was completed as planned by moving the c-arm manually. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem due to a foreign material over the frontal stand rail. A review of the system logfiles found a frontal longitudinal slip error. Upon troubleshooting actions, the fse visited onsite and cleaned the rails and adjusted the motor mechanically. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by moving the c-arm manually, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.